Event description:
It was reported that the patient has expired after an implant duration of approximately 1.80 months. Through follow-up with the health-care provider, a response and a copy of the operative report were received. It was noted that patient had an infectious disease - cellulitis of leg. Unfortunately, the cause of death remains unknown. Per the operative report of (B)(6) 2010, that the patient was taken to the intensive care unit in stable condition.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.